Manufacturer narrative:
Date of event: populated as (B)(4) 2018 as there is no known event date. Populated as the first day of the month of the bsc aware date.

Event description:
It was reported that the device sterility was compromised. Four vtc/10.3 flexima drainage catheters were drop ship to the end user. After checking the items in the box, it was noted that the inside of the product, not the box, were damaged with tears in them. The packaging of the items were torn open. There was no patient involvement reported.

Event description:
It was reported that the device sterility was compromised. Four vtc/10.3 flexima drainage catheters were drop ship to the end user. After checking the items in the box, it was noted that the inside of the product, not the box, were damaged with tears in them. The packaging of the items were torn open. There was no patient involvement reported. Device evaluated by MFR.: the device was returned for evaluation. Unit returned with its original unopened pouch batch 22577828 and together with complaints (B)(4). The unit returned has pouch damaged, as part of overall visual revision. A visual inspection revealed that the pouch has evidence of manipulation, it was bent and has wrinkles. The pouch has a perforation in the clear plastic exposing the device. No other issue reported.

Manufacturer narrative:
Date of event: populated as (B)(6) 2018 as there is no known event date. Populated as the first day of the month of the bsc aware date.